Manufacturer narrative:
Patient code captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a tl code indicating the sensing template had been lost resulting in sensing not being fully optimized. Data analysis was sent for review which showed the device had a reset which resulted in the tl code, however this reset was self correcting. During analysis it was also noted that the battery appeared to be depleting more quickly than expected and device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a tl code indicating the sensing template had been lost resulting in sensing not being fully optimized. Data analysis was sent for review which showed the device had a reset which resulted in the tl code, however this reset was self correcting. During analysis it was also noted that the battery appeared to be depleting more quickly than expected and device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.